Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis reservoir was removed and replaced due to a crack in the reservoir connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) reservoir at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and there were no visual damages or abnormalities found. The reservoir passed the leakage test. The connecting tube was not returned for analysis. Based on the information available and analysis results, the reported issues of a hole/perforation and mechanical issues were unable to be confirmed; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis reservoir was removed and replaced due to a crack in the reservoir connecting tube. No patient complications were reported.